Event description:
It was reported that 2 days after placement. The foley catheter was placed in the ward on (B)(6) 2026 and securely secured with tape. The catheter spontaneously removed while the patient was showering the following day, (B)(6) 2026. Upon inspection of the balloon, a crack was found, caused the fixation fluid to leak. No debris was found in the bladder.

Manufacturer narrative:
Initial reporter complete facility name: (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.